Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl symptoms, rupture and seroma.

Event description:
Patient reported "alcl symptoms" on left side. Healthcare professional additionally reported rupture and seroma. No pathological markers were provided. The device has been explanted and replaced.

Event description:
Histopathological markers are now reported but not specific (cd30 negative).

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy. Device evaluation: visual analysis of the returned device identified no openings were found in the device, cloudy, deformation and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.